Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a nonfunctioning device. A revision surgery was performed, during which the physician found a crack in the pump connecting tube, so the pump was explanted and replaced. There were no patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). UDI field (d4) concomitant product UDI for cxr 16cm is ((B)(4). Upon receipt at the quality assurance laboratory, the returned ms pump underwent a comprehensive evaluation. Microscopic inspection revealed that the ms pump deflation ball was seated too far forward, and further observation indicated the poppet rod was misaligned within the ms pump. The ms pump kink resistant tubing (krt) pumped water in and out of all three krts but did not fill normally. Based on the available information and analysis results, the allegation of a mechanical issue was most likely attributed to the misaligned poppet rod observed during microscopic inspection. The allegation of a tubing hole or perforation could not be confirmed through visual inspection, therefore; a conclusion code of cause traced to component failure was assigned to this investigation.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). UDI field (d4) concomitant product UDI for cxr 16cm is (B)(4).

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a nonfunctioning device. A revision surgery was performed, during which the physician found a crack in the pump connecting tube, so the pump was explanted and replaced. There were no patient complications.